Event description:
During a literature review, the following article was found: mahrer et al retrievable vena cava filters in major trauma patients: prevalence of thrombus within the filter; cardiovasc intervent radiol. 2008 jul-aug;31(4):785-9.; eight of 80 patients treated with optease filters had a large thrombus was seen within the filters and they were left in place, all with the optease device.

Manufacturer narrative:
Please note that this report represents notification of eight (8) separate events involving thrombosis from a literature review source and for which specific patient information was not available. An investigation is underway to obtain this information. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received through a literature search indicated that eight (8) of eighty (80) patients treated with optease filters had a large thrombus that was seen within the filters and they were left in place, all with the optease device. The article concluded that the relatively high prevalence of intra-filter thrombi with the optease filter may be explained by either spontaneous thrombus formation or captured emboli. The filters were implanted prophylactically in major trauma patients who were referred for filter extraction. The products are not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The article concluded that an explanation for this high prevalence of intra-filter thrombus is based on the optease diamond-shaped configuration. First, the filter is very efficient and traps large emboli either in its apex or between its lower part and the caval wall. There are possible patient factors-major trauma, vessel, and procedural factors that may have contributed to the reported event. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event.